Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The rep reported that the patient¿s device was explanted about 3-4 years ago because they were no longer getting relief. It was noted that the patient had a few reprogramming sessions without success. The physician decided to explant the device and implant a competitor¿s device. The issue was resolved at the time of the report.